Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaint reported int he lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received. (B)(4).

Event description:
A technician reported an unexpected outcome following an intraocular lens (iol) implant procedure. Although the outcome was unexpected, the patient is happy with the monovision outcome. Additional information has been requested.